Event description:
It was reported that the clinician attempted to program a 55ml morphine pca but selected a 30ml syringe because "55ml syringe option did not show up" the syringe being used was a medline 60ml syringe. At the end of infusion, there should have been 21.21ml morphine residual according to the medication administration record (mar) however three was only 4ml residual left in the syringe and 2.1 left in the tubing for a total of 6.1ml. Preliminary reports from the all infusion detail report pulled from the knowledge portal sated " up until (B)(6) 2023 2:49:31, the 55 mg/55 ml concentration of morphine was used. Then, at (B)(6) 2023 2:51:16 the concentration used was 30 mg/30 ml. The concentration returns to 55 mg/55 ml at 12/02/2023 18:09:54. There was patient involvement but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Manufacturer narrative:
Omit : c20 - no findings available. Additional information : imdrf annex a, b, c, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the clinician attempted to program a 55ml morphine pca but selected a 30ml syringe because "55ml syringe option did not show up" the syringe being used was a medline 60ml syringe. At the end of infusion, there should have been 21.21ml morphine residual according to the medication administration record (mar) however three was only 4ml residual left in the syringe and 2.1 left in the tubing for a total of 6.1ml. Preliminary reports from the all infusion detail report pulled from the knowledge portal sated " up until (B)(6) 2023 2:49:31, the 55 mg/55 ml concentration of morphine was used. Then, at (B)(6) 2023 2:51:16 the concentration used was 30 mg/30 ml. The concentration returns to 55 mg/55 ml at (B)(6) 2023 18:09:54. There was patient involvement but no harm.